Event description:
A customer reported via a webform they received a "replace sensor" message with the adc device. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure, but indicated no third-party treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating active state). Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 has been updated as physical investigation results were incorrectly documented in previous report.

Event description:
A customer reported via a webform they received a "replace sensor" message with the adc device. The customer indicated that due to this issue, they experienced a loss of consciousness and/or seizure, but indicated no third-party treatment was required. There was no report of death or permanent injury associated with this event.